Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests that assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) due to a long charge time. The device was successfully explanted and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
The product has been returned for analysis. Initial laboratory analysis determined this product did not meet longevity expectations. The analysis of this product is ongoing. This report will be updated upon completion of analysis.

Event description:
--